Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced cloudy fluid and shortness of breath. The cause of the events was not reported. It was reported "they called the patient to attend hospital for review". Treatment was not reported. Pd therapy was temporarily discontinued. At the time of this report, the events were not resolved. No additional information is available.